Event description:
It was reported that the patient had possible perforation with pericardial effusion, chest pain, and shortness of breath. The right atrial (ra) lead was explanted and not replaced. No further patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.